Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Citation: cureus 2017;9(7):e1500. Doi 10.7759/cureus.1500.

Event description:
It was reported in a journal article (oxidized cellulose causing postoperative cauda equine syndrome) that the patient underwent a posterior decompression and stabilization from l1 to s1 procedure on an unknown date. During the procedure, the lytic cavity was packed with absorbable hemostat, which controlled the bleeding. After initial hemostasis was obtained, the absorbable hemostat was removed. This again led to significant bleeding and it was decided to leave the absorbable hemostat pack in the defect. The patient showed an improvement in lower extremity motor strength and paresthesias at an eight-hour postoperative examination. During evening rounds, the patient experienced numbness in both lower limbs and on examination, presented with grade-two power (mrc) in the bilateral ankle dorsiflexion and ehl along with reduced perianal sensation. An urgent MRI scan demonstrated the compression of the thecal sac at l3-4. The finding was not suggestive of a hematoma collection. The site was re-explored on an urgent basis and a large coagulum of absorbable hemostat was found to be compressing the ventral aspect of the thecal sac. Upon removal, there was no residual bleeding from the vertebral body defect and the incision was closed in layers. After re-exploration, the patient's neurological status improved. At two weeks post surgery, there was a complete recovery in the bilateral lower limbs.